Event description:
Allegedly mom symptoms requiring revision surgery. Original surgery 2007 ghent.

Manufacturer narrative:
This is the same event as 3010536692-2014-00584. This event occurred in (B)(6).